Event description:
Report received of a tubing separation. It was reported that a patient was receiving a home infusion of tacrolimus (fk506), an anti-rejection medication. This medication is a continuous, 24-hour infusion that runs at a slow rate. At some point after the start of the infusion, the patient noted leaking fluid. No bleed back or blood loss was reported. Upon further inspection, the tubing was noted to be separated at the filter junction. It was unspecified whether the separation occurred at the proximal or distal end of the filter. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.